Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. When opening the pacemaker package, it was found that the pacemaker was dented and damaged. The pacemaker was removed and replaced. No patient condition was reported.

Manufacturer narrative:
The reported event of a dent was found in the surface of the pacer can was confirmed. Analysis revealed the can of the device has an indentation or depression in the metal surface. A manufacturing investigation was conducted. Manufacturing investigation found the dent in the can is within acceptable limits, and that there is no nonconformance found. By manufacturing standards, the device is acceptable.